Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3, short and restrictive posterior leaflet. It was noted that imaging was difficult. An ntw clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and mr remained at a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. On (B)(6) 2024, the patient underwent a surgical procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda and difficult imaging were due to patient anatomy. The reported unchanged mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B1. Updated to product problem and adverse event, instead of just a product problemh1. Updated to serious injury from malfunction.